Event description:
The account alleges that the pt position mode was found with the three lights flashing, causing it not to alarm.

Manufacturer narrative:
The tech determined that the communication cable connected to the device, was not an approved cable. Once the communication cable was replaced, the issue was resolved. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.